Event description:
It was reported that the lesion was located at the obtuse marginal with no tortuosity and mild calcification. The huide wire was introduced and advanced but became entrapped within the obtuse marginal. In an attempt to withdrawal the guide wire, the tip broke off and it remains in the obtuse marginal. The physician believes that the guide wire became entrapped with the calcium plaque. No pt effects were reported. No additional information was available.